Manufacturer narrative:
An event of an insufficient information (navitor attempted to implant) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, it was also noted that the lvot was smaller than the annulus, which had moderate calcification. During the procedure, the physician attempted to implant the valve in the annulus, but it never appeared stable. After several attempts, the device was removed. The delivery system was most of the times in outer curve and the valves in all the attempts seems to slip up. Based on the information received, the cause of the reported event could not be determined. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was selected for implant. The patients anatomical sizing was: annulus diameter: 25.8, annulus area: 510.8, annulus perimeter: 81.1. It was also noted that the lvot was smaller than the annulus, which had moderate calcification. During the procedure, the physician attempted to implant the valve in the annulus, but it never appeared stable. After several attempts, the device was removed. A 26mm non-abbott valve was used instead and was successfully implanted. There was a clinically significant delay in the procedure, but there were no adverse events. The patient is doing well.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was selected for implant. During the procedure, the physician attempted to implant the valve, but it never appeared stable. The device was downsized to a 26mm non-abbott valve, which was successfully implanted. There was a clinically significant delay in the procedure, but there were no adverse events. The patient is doing well.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.